Manufacturer narrative:
(B)(4). Evaluation conclusions: failure to follow instructions (chimney graft procedure) .

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment (chimney-graft procedure) of a 85 mm abdominal aortic aneurysm. It was reported that during the index procedure, there was cannulation difficulty due to "flattened" contralateral gate which resulted in prolonged cannulation time. It was clarified that "flattened" referred to the gate being compressed, possibly due to thrombus. The physician was ultimately able to cannulate the gate successfully. Per the physician, everything was done according to pre-implant sizing and planning. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of a short 7 second video during implant revealed that an endurant stent graft system was implanted in the patent. The bifurcate was positioned just below the level of the renal arteries, the ipsi limb was placed into the right iliac artery and the contra limb was implanted into the left common iliac. With the injector positioned above the suprarenal stent, angio injection showed widespread contrast within the sac along both sides of the bifurcate (primarily on the patient right side), from what appeared to be a type IV endoleak. The contra gate, which opened on the left side, appeared slightly angulated medially (inward) relative to the flow divider. The gate ring appeared circular and no compression or kinks were seen. The left renal stent was seen nearly horizontal just below the level of the bifurcate proximal margin, and a right renal stent was also visible. No other stent graft issues were observed. CT¿s from 2-days post-implant were reviewed. The CT¿s were of the chest and only displayed distally down to the proximal portion of the bifurcate aortic body; just above the flow divider. The bifurcate proximal margin was seen positioned beginning near the renals within the angulated neck. Both the left and right renal arteries had been chimney¿d. The aortic diameter just proximal to the celiac measured 26mm, and near the level of the sma where the anterior suprarenal stents were initially visible the neck diameter was ~22mm. The proximal stent graft od near the level of the right renal stent measured 15mm; the 7mm od right renal stent was positioned adjacent to the right side of the bifurcate and was compressing the stent graft. Below the renal stents, the stent graft od near the level of the two caudal posterior suprarenal stent apices opened up to 28mm, and the aortic diameter measured ~49mm at this location. The two posterior suprarenal stents apices did not appear properly opposed to the posterior aortic wall. At the distal ext ent of the CT¿s the stent graft od was 30mm and the aortic diameter was 6cm. No contrast was seen outside the visible portion of the stent graft. No other stent graft issues were observed. The cause of the reported cannulation difficulties could not be determined from the images provided. Films at implant showing this event were not seen in the films, and the gate was not visible in the post-implant CT¿s provided to assess the anatomy near the gate. The final angio at implant showed slight medial angulation of the gate, but it could not be confirmed if this was possibly due to anatomy, calcification, or thrombus. The endoleak seen during implant was most likely a type IV endoleak. No obvious endoleak was seen from the post-implant CT's; however, the majority of the stent graft was not visible in the images provided, and the proximal seal looked marginal due to the stent graft compression likely caused by the renal stents. The cause of the possible mal-opposition of 1 or more of the suprarenal stents could not be determined. Images during implant showing deployment of the bifurcate and suprarenal stents, removal of the delivery system, and implant of the bilateral renal stents were not available. CT¿s showing the pre-implant anatomy and more recent post-implant films were also not available for review. It is possible that implanting the left and right renal stents as a chimney, as well as the observed neck angulation, may have contributed to the possible suprarenal stent issue and marginal proximal seal.